Manufacturer narrative:
(B)(4)

Event description:
On an unknown date the patient was implanted with an older version of an endologix endovascular aortic graft to treat an abdominal aortic aneurysm. Follow up imaging (date unknown) revealed a junctional type iii endoleak. The physician chose to reintervene and reline the graft with a gore® excluder® aaa endoprosthesis. It was reported that on (B)(6) 2014, the physician reintervened. There was visual problems with advancing the guidewire, the physician was having complications advancing the guidewire within the true lumen of the endologix device. The guidewire kept getting in between the graft material and the metal stents, even when ivus was being used. The physician advanced and deployed the pxc141000/12231427 device, upon retracting the delivery catheter, he did not notice the distal end (the distal olive to the proximal olive had broken off) had been disassembled and left inside the patient. While advancing and deploying the second gore device plc201400/12455683, upon retracting the delivery catheter, the physician felt resistance and noticed that the same area of distal to proximal olive of this delivery catheter was not attached. The physician snared both proximal ends of the delivery catheter from inside the patient. Due to the gore devices being deployed between the stent and material of the endologix device, the physician then had to implant balloon expandable stents in both iliac arteries to keep them patent. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional devices implanted and/or related to this event: pxc141000/12231427.